Manufacturer narrative:
Received a white plastic object, the subject tubing set p/c 80-1189 was not returned for evaluation. Evaluation of the returned white plastic object revealed that this object is part of the molding process associated with manufacturing the tubing and cord set p/c80-1189. The presence of this object in the tubing/package is associated with human error. It appears that this object was left with the tubing and packaged. It is unknown as to why supplier inspection processes did not detect/remove this object prior to packaging. This complaint and returned "foreign matter" was reviewed with the codman manufacturing department. It was determined that this object was introduced (to the tubing set) by the supplier. Therefore, the codman supplier quality group was forwarded this complaint (and picture) and it was requested that the supplier be made aware of this complaint and training implemented to prevent this discrepancy from re-occurring. This is the first complaint of this type for this product code. There have not been any other components of this type returned for the tubing p/c80-1189. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is considered closed.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Event description:
It is suspected that foreign matter was noted in the package of the device. The device would not be returned for evaluation but the foreign matter would be returned. Another product was used to complete the case. There were no surgical delay and no adverse consequences to the patient. The customer would like to know the possibility that the foreign matter could have been contained in the product at the manufacturing process.